Event description:
It was reported that the stent struts were faulty. An intervention was being performed and the stent struts of the 3.0mm x 38mm synergy ii stent was faulty as the stent changed. The procedure was successfully completed with a different device.

Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent od (outer diameter) was measured using snap gauge and the result were within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A red-ish/brown media was visible on the outer distal balloon. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several location along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent struts were faulty. An intervention was being performed and the stent struts of the 3.0 mm x 38 mm synergy ii stent was faulty as the stent changed. The procedure was successfully completed with a different device.